Event description:
The iab leaked. This was the only info at the time of the rpt. Event complications: unk - rpt'd 7/9/97, 7/29/97; none - rpt'd 7/29/97. Pt current status: discharged - rpt'd 7/29/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typcal of that produced by calcified plaque during iabp.